Event description:
I had the bayer essure coils implanted in my fallopian tubes. After having it I started to notice things weren't right. I have had very high anxiety, extreme bleeding that has not stopped since I got the essure, headaches, neck pain, sharp pelvic pains, fatigue, nausea, extreme dizziness, mood swings, trouble with anger, muscle spasms, vision changes, cramps, weird vaginal discharge, memory loss, feeling zoned out, acne, and rashes. I was not warned before hand that this could happen if I would have been warned I would have never got it!.